Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experience pain at the ipg site. Surgical intervention was undertaken and the ipg pocket site was repositioned on (B)(6) 2022 and the ipg was replaced. Effective therapy was established post operatively.